Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete patient information.

Manufacturer narrative:
Abbott has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Abbott defers to the patient's physician regarding medical history. In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 3 of 3. Reference MFR report #: 1627487-2017-08269, reference MFR report #: 1627487-2017-08270. It was reported that the patient experienced numbness in their right leg following a permanent implant procedure on (B)(6) 2017. As a result, the patient was hospitalized for a week and stimulation was turned off. An abbott representative met with the patient on (B)(6) 2017 and stated that the issue had been resolved. Patient has effective therapy.